Event description:
The device was thin-walled at the tip. This was observed when attempting to use the obturator for placement. The device was not used for fear of perforation of obturator through the tip. One pt involved.